Event description:
It is reported that the devices were implanted in 2006. Post-op, the patient's hip dislocated. Revision surgery was performed in 2007, where the liner was found to be cracked and the locking ring on the shell was broken.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.